Manufacturer narrative:
An event regarding instability involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name# 36+6 v40 cocr; cat# unk_jr ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revised a right hip liner and head from a 36e, 36-5mm cocr head to an eccentric liner with a 36+2.5 head due to instability. He had no op note of the original surgery except it was done approximately 20 years ago. Trident cup with accolade I stem.